Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a boston amplatz super stiff guidewire was used to advance the inline sheath. The device was unable to advance through the mildly tortuous bend in the external iliac artery. The inline sheath was exchanged for an 18 french gore sheath and advanced into the abdominal aorta. The valve was implanted successfully. Upon removal of the sheath, a spiraling dissection was noted in the external iliac artery with a small segment of perforation. A covered stent was implanted to treat the affected area. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)